Event description:
The customer reported that 3 to 4 teles are going in and out of signal loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that 3 to 4 teles are going in and out of signal loss at the central nurse's station (cns). According to the customer, the issue has been going on for years (it comes and goes). The customer simply wanted to open up the ticket and will pass on the ticket number to their account executive. Per the customer, their manager and account executive will discuss how to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical products: the following device was used in conjunction with the cns: transmitters: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that 3 to 4 teles are going in and out of signal loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that 3 to 4 teles are going in and out of signal loss at the central nurse's station (cns). According to the customer, the issue has been going on for years (it comes and goes). The customer simply wanted to open up the ticket and will pass on the ticket number to their account executive. Per the customer, their manager and account executive will discuss how to resolve the issue. There was no patient injury reported. Investigation summary: communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The failure mode for this event is unknown. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that 3 to 4 telemetry transmitters were going in and out of signal loss at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that 3 to 4 telemetry transmitters were going in and out of signal loss at the central nurse's station (cns). No patient harm was reported. Investigation summary: the signal loss last was lasting around 5 seconds and then vital signs would return. The customer did not have the necessary information to troubleshoot at the time. The reported event of signal loss specific to four telemetry devices was a local event - not hospital wide. The service history for this facility was reviewed for clues regarding environmental, configuration, and/or device malfunction. Ticket 159455 - on 12/12/2022 reported signal loss in one area, possibly caused by nearby construction work. Ticket 128987 - on 1/1/2022 reported intermittent signal loss in one area (4n). On 6/2/2022, the issue was documented to be resolved after swapping the receiver cards for these four beds. This resolution occurred after the current ticket reported on 2/10/2022. Since there has been no recurrence of signal loss for this location after the receiver card swap, the root cause is attributable to receiver card failure and/or a configuration issue. The receiver cards were not returned for analysis.